Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set. The symptoms were noticed within 3 hours of insertion in the abdomen. The insertion site was rotated regularly. Patient's blood glucose at the time of event was 160 mg/dl. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.